Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the pads were damaged during opening/removal of packaging. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A retained sample evaluation was conducted for the on-estep CPR a/a electrodes p/n 8900-0217-01, lot 3425a, after the returned electrodes were reportedly lost in shipment. Inspection of the retained sample found no discrpancies with pad assembly or adhesion to the styrene, and all testing met specifications. Review of the device history (DHR) identified no nonconformances related to electrode adhesion for this lot. The ability to remove electrodes from the styrene is 100% tested during manufacturing. It is possible the pads were removed from the styrene prior to patient use and reapplied to the incorrect side; however, this cannot be confirmed without the returned electrodes for evaluation. Analysis for reports of this type has not identified an increase in trend.